Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the user was unable to issue medication. A technical support specialist (tss) confirmed that the customer had limited permissions and was able to issue the medication as a temporary workaround. The tss advised the customer to contact the medbank q-link administrator to have the appropriate permissions adjusted for medication issuance. The customer reached out to the user security administrator, and the account was adjusted. The customer was then able to issue medication successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini the user was unable to issue meds to a patient. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delay or adverse events or injuries reported based on this event.